Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the mid abdomen (left & right); flanks (both left & right anteriors and posteriors); right & left male chest in (B)(6) 2021 with cool advantage cool core countour applicator and was diagnosed paradoxical adipose hyperplasia. The patient first noticed symptoms in (B)(6) of 2021. The tissue was described as soft round nontender fatty protrusions, sometimes firm. There was visibly enlarged tissue volume. The patient was diagnosed by nurse practitioner and plastic surgeon with paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the mid abdomen (left & right); flanks (both left & right anteriors and posteriors); right & left male chest on (B)(6) 2021 with cool advantage cool core contour applicator and was diagnosed paradoxical adipose hyperplasia. The patient first noticed symptoms on (B)(6) 2021. The tissue was described as soft round nontender fatty protrusions, sometimes firm. There was visibly enlarged tissue volume. The patient was diagnosed by nurse practitioner and plastic surgeon with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: clarification to a5 ethnicity: hispanic/latino.